Manufacturer narrative:
The reported events of sensing anomaly and capture anomaly were not confirmed. A partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures, however an internal short was noted between conductors consistent with procedural damage to the inner insulation. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right atrial (ra) lead was no longer capturing or sensing properly, and it had previously been deactivated by programming the device to vvi mode. Prior to the procedure to explant both leads, the right ventricular (rv) lead was noted to be programmed to unipolar configuration with appropriate sensing and impedance. The physician elected not to perform further testing on either the ra or rv lead. The ra and rv leads were both explanted and a leadless dual chamber pacemaker system was implanted. The patient remained stable throughout the procedure.